Manufacturer narrative:
As noted, this event took place during the inspection for a returned loaner device and had no patient involvement. In addition to the reported leakage, evaluation also revealed that the damper was damaged. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
During the inspection of an olympus loaner high flow insufflation unit, a gas leak from the cylinder hose was discovered. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. Based on the results of the investigation, the reported issues of device leakage was able to be reproduced. The issue was due, to defective k connector. A definitive root cause for the defective k connector could not be identified. Olympus will continue to monitor field performance for this device.